Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the videoscope had the nozzle clogged with foreign material. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the results of the investigation, it is presumed that reprocessing was not conducted properly due to leakage from scope connector. Subsequently, the material was not possibly eliminated. Olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. The user may detect the events by handling the device according to the following instruction for use. - inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.